Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm, no delivery alarm and high blood glucose levels. Customer's blood glucose level was 450 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for motor error alarm was performed. Customer advised the drive support cap was normal. Customer's alarm history showed no delivery alarm in addition to the motor error alarm. Customer advised they would like to return their infusion set and reservoir for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to test for excessive no delivery alarms due to motor error alarm. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No setting cleared alarm noted. The insulin pump had normal operating currents and passed self-test, a21 error test, rewind, basic occlusion test, prime test and displacement test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and missing the reservoir tube o-ring.